Event description:
It was observed during device evaluation, that the distal end cover of the gastrointestinal videoscope was burned. There was no patient involvement.

Manufacturer narrative:
A definitive root cause could not be determined. Based on the results of the investigation, the most likely cause of the burned distal end was that the customer used a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the device. The event can be detected/prevented by following the instructions for use which state: the detection method is described in the operation manual ¿3.2 inspection of the endoscope¿. The prevention method is described in the operation manual ¿4.2 using endo-therapy accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.